Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had experienced blood glucose (bg) levels ranging 200-497 mg/dl. After changing the pump supplies, a correction bolus and insulin injections were used to address the high bg level. The contact was working with the healthcare provider with adjusting the settings.